Manufacturer narrative:
D4 (serial) has been updated. E1 (zip code & zip code extension) has been added as these were omitted from the initial mw submitted. Major bleed/asae: the cause of the bleed was most likely issue related since extra stitches were placed for hemostasis. Hypotension: the cause of the injury was not determined due to insufficient clinical details.

Event description:
On (B)(6) 2025, a sixty-six-year-old male with a history of dilated cardiomyopathy presented with chest pain and st-segment elevation. The patient was taken to the cardiac catheterization laboratory for percutaneous coronary intervention of the ostial left anterior descending artery and left main coronary artery. During balloon inflation and stent deployment in the left main coronary artery, the circumflex artery became occluded and the patient experienced cardiac arrest, requiring cardiopulmonary resuscitation. An impella device was emergently placed via the right femoral artery in accordance with the instructions for use. At the end of the procedure, the sheath was removed and the patient was transferred to the intensive care unit. On post-implant day three, hypotension was noted and resolved by increasing device support. Hypotension occurred and the weaning process was stopped. Hypotension is a known risk associated with device therapy. On post-implant day four, bleeding was observed at the access site; manual pressure was held, a dressing was applied, and an additional suture was placed. The patient received two units of packed red blood cells. A major bleeding event occurred, as evidenced by the need for an additional suture and transfusion of two units of blood. The bleeding will be reported on the impella cp pump.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Section d catalog number was corrected.

Event description:
They changed the dressing and held pressure. The bleeding resolved with those interventions. The pump was not saved for return.

Manufacturer narrative:
B5: added additional information.